Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (headset), is related to case with patient identifier (B)(6) (transfer set).

Event description:
It was reported that insulin leaked from the connector of the infusion set between the headset and the infusion tubing.

Manufacturer narrative:
The infusion set lot number was changed to (asku) since the original lot number (322801530) appears to be invalid.